Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention procedure, unstable pressure issues occurred. Vascular access was obtained via the radial artery. This encore 26 balloon catheter inflation device was attempted to inflate but it was unable to keep continuous pressure of approximately 14 atm. The procedure was continued with another of the same encore 26 inflation device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed gauge accuracy issues.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and the visual examination determined that no stopcock was returned. It was noted that the gauge was reading at 6 atm. Functional testing was performed and the unit was able to inflate to 13 atm and 26 atm and deflate but the needle would not return to 0 atm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).